Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was implanted on (B)(6) 2020, at which time the battery voltage was 3.13. At post-op follow-up on (B)(6) 2020 when the clinician read the battery voltage it showed it had "already dropped" to 2.79, "essentially only 10 days post-op." No environmental/external/patient factors that may have led or contributed to the issue were known. An impedance check was done and none were out of range. No actions had been taken regarding the issue at the time of reporting and the issue was not resolved. It was stated the healthcare provider (hcp) would be continuing to monitor closely.